Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported by the patient that infusion set cannula was break in the plastic of cannula due to which hyperglycemia occurs within 3 hours of use. Infusion set was placed in lower back. High blood glucose level was displayed high and treated by correction via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.